Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii (ft3) on two cobas 8000 e 801 module analyzers. The sample also had a discrepant result for elecsys ft3 iii ver. 2 (ft3 v2) when tested on the second e 801 analyzer. The results measured at the customer site were reported outside of the laboratory. This medwatch will cover the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 v2 assay. The patient sample was collected on (B)(6) 2022 and the specific date of the event is not known. The sample was tested for ft3 on the customer's e 801 analyzer on an unknown date. The customer repeated the sample using the wako accuraseed method. The customer also repeated the sample on the e 801 analyzer after treating the sample with a 25% solution of polyethylene glycol (peg). The sample was provided for investigation, where it was tested for ft3 and ft3 v2 on a second e 801 analyzer on (B)(6) 2022. The sample was also repeated on an abbott architect analyzer. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 551720, with an expiration date of 30-sep-2022 was used on this analyzer.

Manufacturer narrative:
Na.

Manufacturer narrative:
From the information provided, a general reagent issue can be excluded. An interfering factor can also be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The investigation could not identify a product problem.